Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is not feeling any sensation from implant. Patient reports feeling stimulation post implant and receiving benefit from the therapy initially. Patient reports no longer feeling stimulation at this time. No impedance was detected on the device. Patient does not report having any falls. Patient reports return of symptoms. Physician ordered xray of device. Physician notes the is no notable change in the position of the lead. Physician reports this patient is not feeling any sensation from implant. Patient reports feeling stimulation post implant and receiving benefit from the therapy initially. Patient reports no longer feeling stimulation at this time. No impedance was detected on the device. Patient does not report having any falls. Patient reports return of symptoms. Physician ordered xray of device. Physician notes the is no notable change in the position of the lead. Rep said after implant patient was feeling stimulation and was getting symptom relief, but at some point the symptom returned and patient was no longer feeling stimulation. Hcp has tried different programs and even tried adjustment of pulse width and rate but no success in getting stimulation sensation or relief even at max. Amplitude. There is no impedance issue. Hcp ordered x-ray and no lead position change was detected. Reviewed with caller that it's up to hcp to decide next course of action. Technical services(ts) reviewed with caller on program changes, pulse width and rate adjustments, turning therapy off for a while and then turning it back on as possible course of action. Troubleshooting was not required. The issue was not resolved through troubleshooting. On 2022-feb-18 additional information was received from rep. They reported the device was explanted. A new lead and battery today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.